Manufacturer narrative:
(B)(4). Concomitant medical devices: articular surface fixed bearing cruciate retaining (cr) left 11 mm height catalog#: 42511000511 lot#: 62413819, natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 63659040, femur cemented cruciate retaining (cr) standard left size 6 catalog#: 42502606001 lot#: 63690793, palacos r 1x40 single catalog#: 00111214001 lot#: 87164703. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04879, 0001822565-2018-04880, 0001822565-2018-04881, and 0001822565-2018-04882. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left total knee arthroplasty. Subsequently, while descending some steps, the patient heard a clunk from the knee. The patient has experienced swelling for six months and intermittent numbness. No revision procedure has occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. This event was originally reported under 0001822565-2018-04882. This was found to be the wrong MFR number. This event will not be reported on 0002648920-2019-00277.

Event description:
No further event information available at the time of this report.